Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2017 reported as "(B)(6) 2017." The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by not feeling well, stomach disorders (unspecified), weakness, and frailty. On an unknown date the month prior to receipt of this report, the patient presented to the emergency room and was diagnosed with peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment provided for the peritonitis was unknown. One week prior to receipt of this report the patient was hospitalized for the same peritonitis event. The recovery status of the peritonitis event was not reported. It was reported the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing at the time of the peritonitis event; however it was not reported if the patient was performing therapy at the time of death. No additional information is available.